Event description:
It was reported that when using the bd pyxis¿ es server user indicated that the pyxis system was down across the facility. All stations were currently operating in critical override mode. The issue began around 9:00 pm last night, and users were receiving the error message patient information delayed/down. Additionally, new patient information and medication orders were not crossing over to the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all the stations were in critical override and patient information delayed. A technical support specialist (tss) remotely accessed the med es app server, validated server downtime via ssms identifying cce service interruption, restarted required bd and net.tcp services, brought up the carefusion cce services, confirmed system health, verified no orders present in pes and ssms for the affected patient from the external interface [best care_adt_rx], and advised the customer to follow up with the external system team, which was acknowledged. The system functioned as intended after the technical support specialist investigated the device.